Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated partial aspiration errors while processing map specimen tubes. It is not known if erroneous results were generated. The customer did not provide patient results for review. The customer did not report results out of the laboratory. Patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the blood detector sample line and harness were defective and replaced the part. Aspiration errors were resolved.